Event description:
The pt underwent implantation of a synchromed pump and catheter in 1998 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. Pt underwent catheter replacement in 2000 due to catheter displacement. The pt developed increased pain and weakness, as well as bladder incontinence and was diagnosed with an intraspinal mass by MRI. The pt underwent catheter removal and mass excision in 2000. Culture results are unknown. Pathology results are unknown. The pt is now ambulating with a walker and is recovering.